Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. A field service engineer (fse) was dispatched to customer's site and the fse indicated that the cover hinges were worn out and did not hold the weight of the cover. The fse replaced the shock absorbers and verified the system to start up and initialize adequately. In conclusion, the failure was attributed to the instrument main cover's shock absorbers, the shock absorbers were faulty and did not hold the cover's weight.

Event description:
On 13may2022 the customer reported getting a hand injury caused by the cover of the unicel dxi 800 access immunoassay analyzer (serial number (B)(4)) falling on her hand. The user was revising the instrument interior due to an unexpected stop when upon raising the main cover and put her hand in. The operator indicated that the main cover fell on her hand. The operator sought medical attention, no fracture was present. The operator had an inflammation that incapacitated her for seven days because of the blow. A field service engineer (fse) was dispatched to customer's site and the fse indicated that the cover hinges were worn out and did not hold the weight of the cover. The fse replaced the shock absorbers and verified the system to start up and initialize adequately.